Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the physician was given an incorrect size. The sugar tip popped off as the physician was inserting the lead into the sheath. This rv lead was never in service. No adverse patient effects were reported.